Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cybersecurity - hacking allegation, no com pump to xmtr. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported concern with pump cybersecurity and/or a hacking allegation. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No pump to transmitter communication anomaly or calibration anomaly noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 90 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. [Per (B)(6) - prin software engineer: conclusion: based on the pump history and trace analysis, the pump performed as expected. There is no evidence of a cyber issue. The sensor related alarms occurred on both on (B)(6); therefore, it is expected that they appear in alarm history for on (B)(6). By design, the network table was erased as a result of the post reset ram crc alarm (fault 23) which was triggered because the user forces a shutdown and removed the battery. [Per (B)(6) ¿ r&d engineer. The user did change time and date: on (B)(6) 2024 15:57:14.000 user time date change (3), event type = 3, source ID = 0, history record length = 19, system time = 12/15/2024 15:57:14.000, new system time: 12/16/2024 14:56:14.000. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded/stained serial number label, scratched keypad overlay, keypad overlay texture damage, peeling keypad overlay, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-dec-2024 in the pump history file. On (B)(6) 2024 14:55:00.000 alarm alert notification (40), fault number: lost sensor 1 alert (780). On (B)(6) 2024 15:14:00.000 alarm alert notification (40), fault number: lost sensor 2 alert (781), on (B)(6) 2024 15:09:19.000 battery removed (55), on (B)(6) 2024 15:09:19.000 alarm alert notification (40), fault number: battery removed (84), on (B)(6) 2024 15:09:39.000 alarm alert notification (40), fault number: post reset ram crc alarm (23), on (B)(6) 2024 15:10:12.000 alarm alert notification (40), fault number: batt out limit (6), on (B)(6) 2024 15:10:20.000 alarm alert notification (40), fault number: batt out limit (6), on (B)(6) 2024 16:03:00.000 alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 16:24:00.000 alarm alert notification (40), fault number: lost sensor 2 alert (781), on (B)(6) 2024 16:34:00.000 alarm alert notification (40), fault number: lost sensor 2 alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm and batt out limit (6)/power loss alarm were expected. After the aa battery removal, the back key was pressed for 8 sec causing the pump to shutdown. Lost sensor alert not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. Software error-cyber security - hacking allegation not confirmed. No communication-between pump & xmtr not confirmed. No communication-between pump to meter not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer stated that the meter and pump keep disconnecting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.